Manufacturer narrative:
Customer swirled swab in reagent solution prior to swabbing nose. Tss advised calling poison control and seeking medical advice. Customer seeking help to reduce discomfort but refused to give details. Customer did not provide lot number. Investigation conclusion customer failed to follow qri. Tss advised calling poison control and seeking medical advice. Customer refused to give details and has not responded to multiple attempts (3-to date) contact (8/13/2021) ts supervisor left consumer message

Event description:
Customer swirled swab in reagent solution prior to swabbing nose.

Event description:
Customer swirled swab in reagent solution prior to swabbing nose.

Manufacturer narrative:
Follow-up to correct the product code to qkp.